Event description:
Patient reported "I have developed skin cancer (squamous cell carcinoma) on my chest and breasts. I have multiple growths on my chest and some on my breasts as well. Someone told me who also had implants (unknown what kind and if allergan) had to have them removed due to interaction with chemo cream -sluorouracil 5% to be used bid -could interact with implants (and crystallize)- someone had to have them removed due to that interaction". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "allergic reaction/ hypersensitivity" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/ hypersensitivity.

Event description:
Patient reported "I have developed skin cancer (squamous cell carcinoma) on my chest and breasts. I have multiple growths on my chest and some on my breasts as well. Someone told me who also had implants (unknown what kind and if allergan) had to have them removed due to interaction with chemo cream -sluorouracil 5% to be used bid -could interact with implants (and crystallize)- someone had to have them removed due to that interaction." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2.